Manufacturer narrative:
The customer stated the patient was an adult. There was no other patient information provided.

Event description:
The international customer reported the device alarmed and shut down due to data acquisition/printed circuit board assembly/ analog digital converter ( pcb adc) reference failures. There was no patient harm. Patient information has been requested.